Event description:
Per the audiologist, the patient experienced healing issues at the incision site and developed a hematoma at the magnet site. The device was explanted on (B)(6) 2021. Reimplantation is planned once the site has healed.

Event description:
Per the clinic, the patient was treated with oral antibiotic and antibiotic irrigation for the infection (date and duration not reported).

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.